Event description:
The customer reported error codes displayed on the system. The arm is not ready and collimator hold knobs on collimator wiggle back and forth. This affects the image. This is an intermittent problem. No patient injuries were reported.